Manufacturer narrative:
(B)(4). The sample was not available for return; however, the customer provided two photos of the 340 ml water bottle involved in the complaint. Although the images show the front port nozzle as being broken off, complaint cannot be confirmed from images alone. The sample is needed to characterize this defect and determine root cause. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "when the aquapak sterile water 340 ml. With humidifier adaptor was connected to oxygen flow meter, water went backward (up) to flowmeter. When carefully checked, it was found that oxygen tubing connector is blocked all through the origin." No patient involvement.